Event description:
The reporter indicated that a 13.2mm vticmo13.2; -18.00/+1.00/47 (sphere/cylinder/axis) implantable collamer lens tore during injection/delivery into the patient's left eye (os). This occurred on (B)(6) 2022. There was patient contact with no injury. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).